Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0kynn, implanted: (B)(6) 2014, product type: lead; product ID 3889-28, lot# va0kynn, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that during a case on the day of the report the lead sheathing pulled back slightly, approximately half a centimeter, below the 0 electrode from the proximal end going into the header block. The sheath appeared to get pushed back from the end of the lead, but was pushed back flush with the lead tip. This allowed the lead to not flex. It was unclear how it occurred, but the reporter alluded to it possibly occurring during the passing of the lead. Motor response testing was performed and everything looked good in that regard. The surgeon was able to insert the lead into the header block and was going to proceed with close-up. The surgeon tugged on the lead and it appeared secure in the header block. All impedances were within the normal range and the patient was stimulated normally. The issue was not considered device related and the patient was doing fine. It was later reported that the manufacturer representative clarified that lead sheath pulled slightly that was previously reported was referring to the insulation that surrounds the lead itself. It was indicated that the patient was doing fine post operatively. A follow-up report will be sent if additional information becomes available.